Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation, a farawave catheter became difficult to irrigate. The luer became obstructed and was defective. No error messaged occurred. Additionally, no air was observed in the catheter tubing or sheath. Upon inspection, whitish, crystal like material was observed within the catheter luer tubing. The sterile seal of the packaging was intact and the packaging had not been damaged or compromised in any way. The catheter was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Event description:
It was reported that during a farapulse procedure to treat atrial fibrillation, a farawave catheter became difficult to irrigate. The luer became obstructed and was defective. No error messaged occurred. Additionally, no air was observed in the catheter tubing or sheath. Upon inspection, whitish, crystal-like material was observed within the catheter luer tubing. The sterile seal of the packaging was intact and the packaging had not been damaged or compromised in any way. The catheter was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device has been returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Investigation summary: with all the available information, boston scientific is unable to confirm cause of the reported clinical observation of difficult to irrigate, foreign material present in device and luer damage. Visual inspection of the device observed potential adhesive in the flush tubing. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. Microscopic inspection found that adhesives are inside the flush port. This is part of the assembly between the flush tubing and luer, and the potential adhesive is outside of the tubing, which will not affect the operation of the flushing system since it would not be in contact with the inner section. During product analysis, the device passed all tests performed, showing no evidence of the reported allegations. Media was reviewed by a boston scientific quality engineer. The video and image showed potential adhesive in the flush port. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the farawave device confirmed that the events of difficult to irrigate, foreign material present in device and luer damaged/defective are known events defined in the products risk management documentation. These events types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of no problem detected and supporting evidence that came to this conclusion. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. There was potential adhesive in the flush tubing. This is part of the assembly between the flush tubing and luer, and the potential adhesive is outside of the tubing, which will not affect the operation of the flushing system since it would not be in contact with the inner section. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.